Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: h2, h3, h6 and h11. The device was returned to olympus for inspection. Device inspection found adhesive on bending section cover had a crack and adhesive around light guide lens had a chip. Based on the results of the investigation and previous investigations, it likely suggests probable causes due to some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 field: establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the fiberscope had distal end adhesive peeled off, distal end lens coating peeled off. The issue occurred during maintenance. There were no reports of involvement.